Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from a carefusion rental dept representative and a phone conversation with a user facility rep. "[Name removed] of (B)(6) hosp (B)(4) called this morning (B)(6) 2010 before 8 am requesting we pick up s/n (B)(4) due to the alarms not working while on a pt." "Spoke to [name removed] and he's not sure exactly what happened but, he knows that the 9 volt battery was changed and that didn't help anything. He just said that he was told that they wrapped it out when the rt noticed it wasn't alarming." The following add'l info concerning the event and the condition of the pt was copied from a letter from the user facility that was in response to a letter sent by carefusion seeking add'l info. "The pt became disconnected from hfov there was no audible alarm, all of the lights were on but no alarm sounds. The pt had [decreased] ar and [decreased] sat. Pt was manually ventilated until recovery from desaturation and heart rate drop. Pt was when put on a different hfov at the same settings".

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion tech support specialist in response to a phone conversation with a (B)(4) rep and the spi test data sheet submitted to carefusion by (B)(4). The (B)(4) service tech evaluated the device, verified the complaint and determined that the root cause of the no audible alarm condition was that one of the leads going to the alarm was disconnected due to a bad crimp on the connector. The (B)(4) service tech reinserted the lead into the connector and re-crimped the connector and ensured that the connector was securely connected to the alarm. The (B)(4) service tech then ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specs. Upon completion, the device was returned to the rental pool ready to be placed back into rental service. Based on the age of the unit and the fact that it is a rental device that is maintained by a third party, this failure does not appear to be mfg related.